Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced tilt. This information was received from multiple sources. This malfunction involved all 4 patients with no consequences. Of the four patients, three were male, two patients ages ranged from 61 to 69 years and one patient weighs 83 kgs. All other patient details were not provided.

Manufacturer narrative:
H10: the lot numbers were provided for all four malfunctions and lot history reviews were performed. There were no samples returned for the four reported malfunctions. Of the four reported malfunctions, three malfunctions provided medical records; however, images were provided for one malfunction. For two malfunctions, perforation (a0101) code was added additionally and the investigation is confirmed for perforation of the inferior vena cava (ivc). However, the investigation is inconclusive for filter tilt for one malfunction. The investigation is confirmed for the perforation of the inferior vena cava (ivc). However, the investigation is unconfirmed for filter tilt for another malfunction. For remaining two malfunctions, the investigation is inconclusive for the alleged filter tilt. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced tilt. This information was received from multiple sources. Four patients were involved with no consequences. One patient was reported as a male weighing 83 kgs and another is a 61 year old male. The remaining patient information was not provided.

Manufacturer narrative:
Changed to: h10: the lot numbers were provided for all four malfunctions and lot history reviews were performed. There were no samples returned for the four reported malfunctions, however two provided medical records for review. One malfunction is confirmed for perforation and inconclusive for tilt. The other malfunction that provided medical records is inconclusive for the reported tilt issue. The remaining two malfunctions are inconclusive for tilt as no objective evidence was provided for review. The root cause could not be determined. The devices were labeled for single use. H10: d4 (corporate lot number: gfya0033).

Manufacturer narrative:
There were no samples returned of the four reported malfunctions, however one provided medical records for review. The four investigations were inconclusive for tilt. The root cause could not be determined. The devices were labeled for single use. (Corporate lot number: unknown).

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model dl900f, vena cava filter, allegedly experienced tilt. This information was received from multiple sources. Four patients were involved with no consequences. One patient was reported as a male weighing (B)(6) kgs, no patient details, such as age, weight, or gender, were available for the additional three patients.